Event description:
It was reported to baxter (B)(4) that a colleague infusion pump experienced "frame resistance too heavy/large". It is unknown when or in which care area this event occurred. There was no report of patient involvement, injury, medical intervention necessary, or adverse reaction in association with this event. No additional information is available. The user interface module software version of this pump is currently unknown.

Manufacturer narrative:
(B)(4). This device is manufactured for distribution outside of the united states (us); therefore, it does not contain a us 510k number. However, this MDR is being submitted because it is the same as or similar to a product distributed within the us. A request for the return of the device has been made. Should the pump be received by baxter for evaluation, a follow-up report will be filed upon completion of an evaluation or if any additional information becomes available.

Manufacturer narrative:
(B)(4). Device evaluation: the reported malfunction of "frame resistance too heavy/large" was confirmed and duplicated. The root cause was attributed to a damaged rear housing. The rear housing assembly was replaced to fix the problem. The user interface module software version of this pump is 5.08.92. Baxter will continue to monitor similar reports to determine if further actions are required. Should additional information be received, a follow-up medwatch will be submitted.